Event description:
Customer reported receiving a button error alarm from the insulin pump, and that it occurred after water splashed on the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 195 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted at the electronic assembly or on the motor. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a broken reservoir tube lip.